Event description:
The customer stated she received a control test result that was out of range. While troubleshooting, she performed control tests and received a result of 250 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.